Event description:
It was reported that there was a gap identified between a capd disconnect y set and a baxter transfer set. This was observed after patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function were performed; no issues were noted during any of the testing. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.